Event description:
The customer reported reddish fluid leaked inside the unit under the apertures involving unicel dxh 800 coulter cellular analysis system. The fluid leak was contained within the unit. The customer had on personal protective equipment (ppe): gloves and eye protection. Patient results were not impacted. The customer did not come into direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered one of the mixing chambers overflowed. The fse removed and cleaned the three mixing chambers with bleach and deionized (di) water. The fse performed mtm gain calibration procedure, adjusted pressures and vacuums. The fse stated fluid had accumulated in the tray beneath the mixing chambers and in removal of nrbc chamber discovered it was clogged from build-up, which was the source of the fluid leak. The unit conformed to the manufacturer's performance specifications. Eval code: mixing chamber. The customer has an exposure control/risk management plan at the facility. (B)(4).